Event description:
An allergan customer service representative from brazil reported that a practice had a patient treated to the bilateral flanks on (B)(6) 2019 and to the lower abdomen, bilateral on (B)(6) 2019 both using the cooladvantage and coolcurve+ contour applicator with the onset of enlarged tissue in the shape of the applicator in both treatment areas 3 months following treatments.

Manufacturer narrative:
Clarification to e.1 phone number: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
An allergan customer service representative from brazil reported that a practice had a patient treated to the bilateral flanks on (B)(6) 2019 and to the lower abdomen, bilateral on (B)(6) 2019 both using the cooladvantage and coolcurve+ contour applicator with the onset of enlarged tissue in the shape of the applicator in both treatment areas 3 months following treatments.